Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in (B)(6) 2026. Since (B)(6) 2026, the patient had abdominal pain which worsened with occasional stabbing and the insertion site was slightly red with purulent discharge. On (B)(6) 2026 an ultrasound revealed small inflammation of the insertion site and the patient received a 10 day course of an unspecified antibiotic. After the completed antibiotic therapy, the fluid was still present. The tubing remained implanted.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.